Event description:
The company was informed that the pt became a non-user of his device. The pt's device was explanted. Advanced bionics is in the process of gathering more info. Once, more info becomes available, a supplemental report will be submitted.